Manufacturer narrative:
Multiple attempts made to follow up with customer, however no further information provided. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an altitude alarm and the customer was unable to change the cartridge. The customer's blood glucose (bg) level was 600 mg/dl. The customer administered a manual injection to manage bg level.